Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -04.50/+0.5/154 (sphere/cylinder/axis), in the patients eye, on (B)(6) 2023. The lens was removed due to low vaulting. The lens was replaced with a longer lens. Additional information has been requested but none has been forthcoming.